Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, a small right groin hematoma was noted. One unit of red blood cells was administered. The patient¿s condition stabilized, and the device was subsequently weaned and explanted.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Hematoma: it was reported that right groin hematoma still present slight expansion but stable. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history lot: device lot: 1878532. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.